Event description:
A customer reported an issue with their pump's touchscreen, as it was unresponsive and would sometimes freeze, preventing the user from interacting with the device. There was no information provided regarding any adverse impact on the customer's blood glucose level. The customer noted that the pump battery depleted rapidly and opted against further troubleshooting.